Event description:
An aneurx stent graft system was inserted into a pt for the treatment of a 5.1 cm abdominal aortic aneurysm. The vessels were moderately calcified and moderately tortuous. It was reported that the device could not be advanced to the intended landing zone. The device was removed from the pt and it was found kinked. The physician changed to another device, changed the wires from amplatz to lunderquist and was able to advance and successfully implant the stent graft system. The device was discarded. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4): results and conclusion: (moderately calcified and tortuous vessels).